Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed. A field service engineer replaced the pixie bus module control board, drawer controller board and drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system drawer failed. The customer reported that users were unable to remove medications from the drawer.which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.